Event description:
Information received suggested that patient underwent a hip revision procedure due to wear, osteolysis and loosening of the acetabular cup. Review of radiographs and invoice history revealed that the patient underwent a prior revision procedure on (B)(6) 2008 for an unknown reason. Subsequently, patient was revised again on (B)(6) 2009. No further details have been provided to date.

Event description:
While performing a function check, the technician observed that the right head siderail latch was not always latching into place when raised.

Manufacturer narrative:
(B)(4). Torn retractor sheath. The analysis results of the device found that it was received with the retractor sheath torn. The tear initiated 2 inches below the upper retractor ring and continued toward the lower retractor ring. No conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a hepatectomy procedure, they were trying to put the device inside when they discovered that the device was broken. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.